Event description:
This rv lead was implanted on (B)(6) 2013 and was capped on (B)(6) 2013 due to pacing thresholds on the lead were 0.5 v. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).